Event description:
It was reported the patient wanted the ipg to be moved into a higher position. The physician surgically repositioned the ipg pocket on (B)(6) 2012. Follow up identified the patient was well postoperative and the ipg was functioning properly.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.